Event description:
It was reported that the user experienced low blood glucose while performing more physical activity than usual and was advised to pause insulin delivery during exercise; the medical device problem and device component were not identifiable due to insufficient information. Symptoms included hypoglycemia and dizziness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.